Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
It was reported that the physician revised the poly in the patient during a different surgery. No additional information was available.